Event description:
It was reported that the customer's blood glucose sensor bent at the time of insertion. Her blood glucose was 164mg/dl at the time of reporting. The customer was advised on methods of insertion that reduce the risk of damage to the sensors and that the sensor as well as the quick inserter would be replaced. The sensor and the inserter are both being returned. No additional information was reported.

Manufacturer narrative:
One opened and used sensor was inspected and the introducer needle was found bent. It could not be confirmed that the customer received the needle damaged as the customer returned the product opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.